Event description:
Same case as MFR report # 2134265-2008-02370, 2134265-2008-02371, 2134265-2008-02372, 2134265-2008-02373, 2134265-2008-02374, 2134265-2008-02401. It was reported that during a coronary artery stenting procedure, the pt suffered a stroke. Immediately prior to the procedure, it was noted that the pt "moves all 4 extremities on command" and had equal strength in all limbs. The 90% stenosed lesion was located in the slightly tortuous proximal lad svg. The pt was administered 15ml of intra-vascular (IV) angiomax prior to the procedure. A mixture of angiomax 250mg/50ml normal saline (ns) was administered IV at a 35ml/hr rate during the procedure. Access was obtained via the right femoral artery utilizing another manufacturer's 6fr. Sheath. The lcb guide catheter was advanced to the lesion, however, the "catheter kept backing out and disengaging" the artery. The physician was able to advance and successfully deploy the filterwire without difficulty. A maverick 3.0mm x 12mm balloon catheter was advanced to the lesion for pre-dilatation and "a couple of dilatations" were made to unspecified atms. A liberte 4.5mm x 20mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion and was removed. A maverick 3.5mm x 12mm balloon catheter was advanced for "some dilatations" to unspecified atms. The physician recaptured the filterwire within the lcb guide catheter and the guide catheter, filterwire, and balloon catheter were removed as a unit. A runway al1 guide catheter was advanced and a graphix guide wire was placed. It was noted that, like the lcb, the runway guide catheter was unable to maintain its position. Without the use of an embolic protection device, the physician advanced the same liberte 4.5mm x 20mm sds and successfully deployed the stent to complete the procedure. Upon removing the devices from the pt, the physician noted that the pt was "unable to speak or move on command" and "the right upper arm was not moving", however, the pt's left arm moved "spontaneously". The physician "suspected stroke" and administered tissue plasminogen activator (tpa), ordered a CT scan, and contacted the user facility's stroke team for pt care management. The results of the CT scan are UK and the presence of a stroke has not been confirmed. It was noted that the total procedural time was approx 45 minutes. It was further noted that the pt had suffered a previous stroke, however, the date of this event is unk. The pt also had 30-40 % stenoses in both the right and left carotid arteries. The physician felt that the guide catheter either going into or out of the heart dislodged plaque in the aorta sending it into the carotid arteries. No aortic stenosis was noted.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.